Manufacturer narrative:
The insulin pump passed the reset error test with no alarm. All of the buttons functioned properly and no corrosion or moisture damage was found on the keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed unexpected restart and the customer is unable to clear the alarm as the buttons are not responding. Customer was instructed to reinsert the battery and the device reset itself. Customer was in the process of resetting time and date when it froze and was unable to press any buttons. A temporary basal was not programmed before the alarm. Alarm is recurring during normal use. Nothing further reported.